Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device displayed black screen and did not power up. The field service engineer (fse) unplugged the cable from the power module to the communication sled, and the station powered up. The fse found the issue was in the auxiliary unit. All drawers in the auxiliary unit were unplugged and replugged, and all initially passed. After booting to the application, drawer 2.2 failed. Diagnostics were run on drawers 2.1 and 2.2, and debris was found in the pins of drawer 2.1. The fse cleaned the drawers, verified that drawers 2.1 and 2.2 in the auxiliary unit were working and that the pockets could be accessed in the medication application, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, station was not communicating and on black screen. User rebooted the station, but issue persisted. User confirmed that all the cables and it was plugged in properly. Remote smart service was showing station offline. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.